Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 475 mg/dl at the time of incident. The customer¿s current blood glucose value was 206 mg/dl. The customer experienced vomiting, breathlessness, sore throat, dehydration due to high blood glucose. The customer was hospitalized and treated high blood glucose with intravenous insulin infusion. The customer also had diabetic ketoacidosis as per hospital reports. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The customer will continue to use the device.